Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged on the ring of the reservoir compartment. Blood glucose level at the time of the incident was not provided. The customer was advised they will receive a replacement insulin pump and will return the one they currently use for analysis.